Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred during a therapeutic procedure and the intended procedure was completed with the same device, with no delay. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue occurred due to the temporary malfunction of the housing. It was noted, aging was carried out during investigation, on/off of the power supply and operation check of the touch panel, however the reported issue was not able to be confirmed. No abnormalities in the operation of the device were identified. The root cause of the reported issue was not identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the touch panel of the visera elite ii video system center was not working. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, visual examination found no abnormalities, actual machine confirmation could not confirm the reported issue regarding the touch panel not working and operation confirmation found no abnormalities. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.